Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Primary stability not achieved and ridge augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.